Event description:
It was reported that during a case, the tip of the unit broke off and fell into the pt. It was further reported that the unit was discarded by the hospital.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.